Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, in accordance with the instructions on the manual, the dilator was removed from the sheath and inserted the farawave to perform suction and flushing, however, air continued to be drawn in. No damage was noted to the luer. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. This tear could have led to the reported air ingress event.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, in accordance with the instructions on the manual, the dilator was removed from the sheath and inserted the farawave to perform suction and flushing, however, air continued to be drawn in. No damage was noted to the luer. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned.